Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sensing integrity counter, and that there was t-wave oversensing associated with the right ventricular lead. Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited short v-v episodes, high-rate non-sustained episodes, and possible t-wave oversensing (twos). It was recommended that the lead be monitored. The lead remains in use. No patient complications have been reported as a result of this event.